Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-jul-2021 to 06-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system was asking for password. Customer rebooted the device and ran window updates to resolve the issue. The system was functional as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that a bd pyxis anesthesia es system displayed a black screen requiring password during surgery. The customer did not disclose the name of the procedure or the name of the required medication. The customer stated that the length of the delay was about 30 minutes. The customer replaced the affected device with another device to carry out the procedure. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system displayed a black screen requiring password during surgery. Customer did not disclose the name of the procedure or the name of the required medication. Customer stated that the length of the delay was about 30 minutes. Customer replaced the affected device with another device to carry out the procedure. Patient or user harm was not reported. This event is recorded in complaint number (B)(6). A technical support specialist evaluated the device and determined that the device was operational after being rebooted by the customer and installing an operating system update. Customer confirmed device is operational.

Event description:
Customer reported that a pyxis anesthesia es system displayed a black screen requiring password during surgery. Customer did not disclose the name of the procedure or the name of the required medication. Customer stated that the length of the delay was about 30 minutes. Customer replaced the affected device with another device to carry out the procedure. Patient or user harm was not reported.